Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Several hours after implant the patient experienced a cerebral hemorrhage. The cerebral hemorrhage progressed to cerebral hernia, and then cardiac arrest. The patient's status was "do not resuscitate" and the patient died. No information is available.

Manufacturer narrative:
D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2024-21064. G1 reporting contact email revised on manufacturer device report 1220648-2024-21064 in accordance with updated procedures. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-21064.